Event description:
It was reported that the previously working remote monitor was not able to complete the interrogation of the implanted device in order to transmit the data, that only the first green reading indicator light would blink, and that not very consistently, and the interrogation did not appear to proceed from there. It was further reported that a single "ticking" sound could be heard upon the initiation of the manual transmission. It was attempted to reset the monitor by unplugging and replugging in the power cord but the situation was not resolved. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.